Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was stuck on lesion. A severely tortuous and moderately calcified target lesion was located at the distal of the left circumflex artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected for use. However, when the catheter was delivered, it became stuck at the tortuosity of the vessel. The physician pushed the catheter and lost image occurred. Subsequently, dilatation was performed with a balloon catheter. This device was exchanged with another opticross and imaging was performed. Stent deployment was performed and the procedure was completed. No patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection found no issues, the device appears to be in good conditions. A damage was observed on the guidewire exit port assembly. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck on lesion. A severely tortuous and moderately calcified target lesion was located at the distal of the left circumflex artery. During a percutaneous coronary intervention, an opticross¿ imaging catheter was selected for use. However, when the catheter was delivered, it became stuck at the tortuosity of the vessel. The physician pushed the catheter and lost image occurred. Subsequently, dilatation was performed with a balloon catheter. This device was exchanged with another opticross and imaging was performed. Stent deployment was performed and the procedure was completed. No patient complications reported and the patient's condition was good.